Event description:
Additional information was received. The bottom outer package was not sealed. Reportedly, the content inside was "fine", so the device was used.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: operation room team lead. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, a flexor ansel guiding sheath's outer package was not sealed. The components fell out of the outer package as the device was hung for storage. The individual components inside the package seemed "fine". The device was not used.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Description of event: as reported, a flexor ansel guiding sheath's outer package was not sealed. The components fell out of the outer package as the device was hung for storage. The individual components inside the package seemed "fine", so the device was used. Investigation ¿ evaluation a document based investigation was performed including a review of complaint history, device history record, documentation, the instructions for use, manufacturing instructions, and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specification. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. A CAPA was previously opened in regard to missing bottom seal and this CAPA was closed to voe (verification of effectiveness) as it was found, that during the sealing process an operator can have multiple unsealed product in their hands and then inadvertently not perform the sealing operation on all pouches being held. This can lead to the seal being missed and mixed in with sealed product. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Using this information we were able to determine that the definitive root cause of the failure mode was related to the manufacturing and packaging of the device. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.